Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplimentary report shall be submitted. This report is submitted february 13, 2018.

Event description:
Per the clinic, the device ws explanted on (B)(6) 2017, due to incorrect placement of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.